Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation and medical records were provided. Detachment and retrieval difficulties was confirmed for the device. However, the investigation inconclusive for perforation of the ivc. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced difficult to remove, detachment of device or device component, patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, male; however, the weight was not provided.